Event description:
According to the initial reporter: cook celect ivc filter placed in 2011 presented with fractured ivc filter with extravascular fragment and aortic. Penetration with occlusion of the ivc at the filter through the bilateral common femoral veins resulting in severe post thrombotic syndrome and chronic venous insufficiency. The filter was removed with retained extravascular fragment and venous reconstruction performed.